Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician read a literature report regarding retinopthy of prematurity that mentioned a study using a laser. One of the children developed a partial retinal detachment.

Manufacturer narrative:
A company physician read a literature report regarding retinopathy of prematurity (rop) that mentioned a study using a laser. One of the children developed a partial retinal detachment. Retinopathy of prematurity (rop) is a potentially blinding eye disorder that primarily affects premature infants weighing about 2¾ pounds (1250 grams) or less that are born before 31 weeks of gestation (a full-term pregnancy has a gestation of 38¿42 weeks). The smaller a baby is at birth, the more likely that baby is to develop rop. This disorder, which usually develops in both, eyes is one of the most common causes of visual loss in childhood and can lead to lifelong vision impairment and blindness. Rop was first diagnosed in 1942. Rop is classified in five stages, ranging from mild (stage I) to severe (stage v): stage I ¿ mildly abnormal blood vessel growth. Many children who develop stage I improve with no treatment and eventually develop normal vision. The disease resolves on its own without further progression. Stage ii ¿ moderately abnormal blood vessel growth. Many children who develop stage ii improve with no treatment and eventually develop normal vision. The disease resolves on its own without further progression. Stage iii ¿ severely abnormal blood vessel growth. The abnormal blood vessels grow toward the center of the eye instead of following their normal growth pattern along the surface of the retina. Some infants who develop stage iii improve with no treatment and eventually develop normal vision. However, when infants have a certain degree of stage iii and ¿plus disease¿ develops, treatment is considered. ¿plus disease¿ means that the blood vessels of the retina have become enlarged and twisted, indicating a worsening of the disease. Treatment at this point has a good chance of preventing retinal detachment. Stage IV ¿ partially detached retina. Traction from the scar produced by bleeding, abnormal vessels pulls the retina away from the wall of the eye. Stage v ¿ completely detached retina and the end stage of the disease. If the eye is left alone at this stage, the baby can have severe visual impairment and even blindness. Most babies who develop rop have stages I or ii. However, in a small number of babies, rop worsens, sometimes very rapidly. Untreated rop threatens to destroy vision. A partial retinal detachment is a stage IV risk. The journal article concluded that laser treatment is a safe and effective intervention for these infants. The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).